Event description:
Information received by medtronic indicated that the customer experienced high blood glucose along with insulin pump display issue. The customer¿s blood glucose at the time of event was 406 mg/dl. It was unknown if auto mode was activated or not at the time of event. It was unknown if the customer had been using pump within 48 hours of event or not. Customer stated that there was no physical damage to the battery compartment and battery cap. No further patient complications were reported. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.